Manufacturer narrative:
(B)(4). Associated MDR#s: 9680794-2022-00756 (second catheter).

Event description:
Medwatch form received reports: "arrow radial artery catheterization set size 22 gauge 1- 3/8" lot number 14f21k0011 malfunctioned during insertion of radial arterial line. Two separate catheters shredded. First catheter shredded on skin, second catheter shredded and coiled while in artery. Physician unable to remove guide wire. When trying to remove catheter device broke, physician had to use forceps to remove remaining catheter and wire. Pressure held to site, no harm to patient. Sono done at bedside to verify no remaining foreign body.

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s: 9680794-2022-00757 (first catheter); 9680794-2022-00756 (second catheter). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Medwatch form received reports: "arrow radial artery catheterization set size 22 gauge 1- 3/8" lot number 14f21k0011 malfunctioned during insertion of radial arterial line. Two separate catheters shredded. First catheter shredded on skin, second catheter shredded and coiled while in artery. Physician unable to remove guide wire. When trying to remove catheter device broke, physician had to use forceps to remove remaining catheter and wire. Pressure held to site, no harm to patient. Sono done at bedside to verify no remaining foreign body."